Manufacturer narrative:
(B)(4). An investigation is underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a PICC. The customer reported that the PICC was placed on (B)(6) 2011. On (B)(6) 2011, a nurse noticed that the patient's hair was wet. The nurse noticed that on the primary lumen right below the hub connection, it was leaking. The PICC was discontinued and a peripheral IV was inserted. Patient is reported to be in stable condition.